Event description:
During operative hysteroscopy with iud removal and placement of mirena iud, the mirena device (gtin 00350419423014, lot tu03fu7, exp. (B)(6)2025) failed to deploy/insert. A new mirena device was obtained and functioned without difficulty.